Event description:
After 12 months of implantation, this ICD was explanted because during a follow-up interrogation it was found that the pt had 68 full energy shocks the day before during an acupunture session where current was injected during the session. These shocks were not delivered due to shock overload.

Event description:
After 12 months of implantation, this ICD was explanted because during a follow-up interrogation it was found that the pt had 68 full energy shocks the day before during an acupuncture session where current was injected during the session. These shocks were not delivered due to shock overload.